Manufacturer narrative:
A ge representative evaluated the system and replaced a circuit board in the image processor computer. The system operates as intended.

Event description:
The customer reported the system shut down on its own. No patient injury was reported.